Event description:
It was reported that several patients developed an acute inflammatory reaction that presented with radicular symptoms after the use of rhbmp-2/acs in a plif procedure.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.